Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the complaint device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 12mm proximal of the proximal markerband. An examination of the balloon material and proximal markerband identified no issues which could potentially have contributed to this complaint. The rated burst pressure for this device is 14 atmospheres as per mustang specification. A visual and microscopic examination observed no damage to the tip of the device. A visual and tactile examination identified no issues or damage to the shaft of the device. No issues were identified with the manifold of the device during analysis. No other issues were identified during the product analysis.

Event description:
Reportable based on the device analysis completed on 22-jan-2019. It was reported that inflation failure were encountered. The target lesion was located in the carotid artery. A 12.0 x 40, 75cm mustang balloon catheter was used for dilation. However, during procedure, the balloon could not inflate due to the leakage of the balloon connector. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable. However, returned device analysis revealed a balloon pinhole.